Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a cogent hemodynamic monitoring system device was found overheating along with the display not staying on.there was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation on 5/10/2025. The reported complaint of the device turns off by itself was confirmed. The tablet was not able to stay on. It is shutting off by itself. When the battery was replaced and tested, the device functions as expected. The probable cause of the tablet turning off had occurred due to a defective battery.